Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter not turning on with test strip inserted. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 08-mar-2022 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for meter not turning on when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated that she had gone to her doctor on (B)(6) 2022 due to the meter not turning on when a test strip was inserted. Customer went to see the doctor to get assistance or a replacement product. The customer stated she had received the meter 7 months ago and the battery had never been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the meter powered on using the power button and when a test strips was inserted. During the call, a blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/24/2022 and open vial date is 02/11/2022.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down.